Event description:
Philips received a complaint from a biomedical technician (biomed) regarding a v60 ventilator. While servicing the device, the biomed reported that a ¿primary alarm failure¿ error code was observed. The customer replaced the central processing unit (cpu) pcba to address the alarm condition; however, following replacement and programming of the serial number, the device was system-restricted and required reinstallation of software option codes. There was no patient involvement at the time when the issue was identified, and the current software version was unknown. During remote support, the remote service engineer (rse) confirmed the reported issue and advised that the replacement cpu serial number was required to generate new option codes. The rse provided option codes for avaps, c-flex, and ramp. The customer confirmed that the option codes were successfully entered and functioning properly. Following installation of the option codes, the device was evaluated and passed the required performance verification testing by philips¿ standards. The device was returned to service.